Event description:
Surgeon reports pelvis fracture dislocation with acetabular component dislocation, trident cluster cup and v40 head removed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Weight updated. An event regarding periprosthetic fracture involving a trident hemispherical cluster 52mm was reported. The event was confirmed. Device evaluation and not performed as the device was not returned for evaluation. Medical records received and reviewed by a clinician indicated that the root cause of the event was a patient fall. The event is not device related. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a pelvic fracture and dislocation of the acetabular component which lead to revision of the cup and head. The cause of the event is patient related. Medical review by a clinician indicated that the traumatic fall by the patient represents the root cause of this event. No further investigation for this event is possible at this time.

Event description:
Surgeon reports pelvis fracture dislocation with acetabular component dislocation, trident cluster cup and v40 head removed.